Event description:
It was reported that venflon 2 - 20g catheter tip was damaged. This occurred on 45 occasions. The following information was provided by the initial reporter: phlebitis and catheter tip damage numbers are increasing with venflon since aug2020 and same reported to us today (49 phlebitis cases this month) and customer perception is whether quality of venflon is same like earlier or any change quality in current venflon stocks.

Manufacturer narrative:
H.6. Investigation: since no samples (including photos) were returned for the reported issue of ¿phlebitis and catheter tip damage numbers are increasing with venflon since aug2020 and same reported to us today(49 phlebitis cases this month) and customer perception is whether quality of venflon is same like earlier or any change quality in current venflon stocks¿, with reported lot # 0059851 regarding item # 391492, the complaint could not be confirmed, and the root cause is undetermined. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. The DHR was reviewed for batch number 0059851 and there was no reported complaint or qn raised on the same. Bd bawal has not received any sample or photographs shared by the customer for investigation. The team has used the retention samples of lot number 0059851 for investigation of the reported defect. The retention samples were investigated for sharpness of the needle bevel and the needle penetration force was reviewed from the DHR 0059851. Smart scope image of the needle of the retention sample of the lot number 0059851 for the negative trim and the tip sharpness. The team failed to simulate or detect the reported defect of failure. There is no photograph or customer returned sample to confirm the indicated defect. Regarding phlebitis: the team investigated the sterility tests of the manufacturing lot number 0059851 and the product has passed the complete sterility tests please find attached is the copy of the sterility test for your reference. This appears to be a practice issue. See h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.(B)(4). Initial reporter address 1: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.(B)(4).

Event description:
It was reported that venflon 2 - 20g catheter tip was damaged. This occurred on 45 occasions. The following information was provided by the initial reporter: phlebitis and catheter tip damage numbers are increasing with venflon since aug2020 and same reported to us today (49 phlebitis cases this month) and customer perception is whether quality of venflon is same like earlier or any change quality in current venflon stocks.